Event description:
The manufacturer received information alleging a ventilator stopped delivering therapy without alarming. There was no reported patient harm or injury. The manufacturer is currently investigating this issue and a follow up report will be filed when the investigation is complete.

Manufacturer narrative:
In previous report the manufacturer reported the incorrect information in section h10. After the review it was determined that the ventilator has not the part of sound abatement foam recall. The manufacturer previously received information alleging a ventilator stopped delivering therapy without alarming. There was no reported patient harm or injury. The patient did not report to receive any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a ventilator stopped delivering therapy without alarming. There was no reported patient harm or injury. The patient did not report to receive any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.